Event description:
Seen orthopedic surgeon in 2004 for first time, he implanted artificial disc the following day, the next morning, the surgeon ordered physical therapy and two weeks after starting, my back fractured at the level of surgery. The facets fractured and a bone fragment has lodged into the l-4 nerve root. Also the disc has subluxed anteriorly and now is only 1mm away from my descending aorta, a life threatening situation. I am scheduled to have device explanted and further procedures to correct the problem. Also the artificial disc is 50% higher than my normal disc's. This has created a constant tension and pull on all the nerves and ligaments and muscles.